Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were at work and the dexcom was displaying a value over 200 mg/dl. He stated he passed out due to low blood sugars at the car park. A colleague found him and called the paramedics. When they arrived, they removed the patient rom the car and transported to the hospital and the patient was admitted. The patient was treated with glucose fluids. Further contact was made with the patient's wife on (B)(6) 2019 and she stated the patient had been relying on the dexcom reading at the time of event; however, he did not perform a finger stick reading to confirm his glucose values. No symptoms were reported prior to the patient passing out. The patient's wife stated the patient was released from the hospital on (B)(6) 2018. At the time of contact, the patient was in stable condition. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. No additional event or patient information is available.